Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: infection. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of a traumatic splenic artery injury using two gore® viabahn® endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, endoscopy revealed that pus was discharged from the splenic artery. Reportedly, the physician considered it was an infection and a causal bacteria might invaded when the patient experienced the trauma. On the same day, drainage was performed. On (B)(6) 2017, omentopexy was performed under laparotomy to control the infection.